Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was there an issue with insertion of the trocar? Did the red lever not arm or intermittently engage blocking the blade? Was there an issue with the shield re-engaging or recovering the blade after insertion? The shield did not retract so the trocar did not pass through the abdominal wall. No further information is available.

Event description:
It was reported that during an unknown procedure the safety shield did not function correctly. No further information is available. No adverse event on the patient. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis results found that the was received in good visual condition, upon testing the reset button was noted to be working intermittently. No conclusion could be reached as to what may have caused this condition. A batch/lot record review was performed and the batch met all final acceptance criteria.